Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost motor and sensory function in both legs following a procedure to place a lead for a trial. Postoperatively, the patient reported abdominal pain and a loss of sensory and motor function from the waist down. Later that same day, the patient began to regain feeling down to her knees and later was able to feel all the way to her toes and could slightly move her legs from side to side, but could not lift them. The physician removed the lead on (B)(6) 2019. Patient was transferred to a rehabilitation facility on (B)(6) 2019 and at that time she had very little movement of the lower extremities with some feeling of sensation, which was greater on the right side. Patient is slated to further consult with physician at a later date.

Event description:
It was reported that the patient met with the physician on (B)(6) 2019. The thoracic incision where the lead was placed and eventually removed has healed and there were no signs of infection. The patient is currently in a rehab facility as a result of loss of feeling in the lower extremities. No further action is planned regarding this issue.